Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported poor barrier separation of sample occurred while using the bd vacutainer sst blood collection tube. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the tubes are not separating properly. Customer complains that the gel did not migrate and separate properly.

Event description:
It was reported poor barrier separation of sample occurred while using the bd vacutainer® sst¿ blood collection tube. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the tubes are not separating properly. Customer complains that the gel did not migrate and separate properly.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/22/2020. H.6. Investigation: bd received 12 samples and 1 photo for the investigation. The photo was reviewed and the indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, returns and retention samples were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged. All 7 tubes evaluated were found to have good gel separation. This complaint has been confirmed based on the photo provided only. Return and retain samples performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.